Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodged; compressed against vessel wall at unintended site. Device issue: stent dislodgement. It was reported that the stent had dislodged during a procedure performed in 2007; however, it was not noted and only discovered after another procedure in 2008. During the first procedure, an attempt was made to advance two mini vision stents; first a mini vision 2.5 x 8 mm (lot# 7071331) followed by a mini vision 2.0 x 8mm. It was assumed that the undeployed mini vison 2.0 x 8mm had fallen off the balloon and was left in the proximal lad. During the second procedure the stent was dislodged from the clot in the proximal lad by the physician with another company's stent. The undeployed stent landed down stream in the mid/distal lad and went unrecognized. The pt continued to have pain and after re-examining the pictures the stent was identified. The physician attempted to retrieve the stent with no success. The physician continued with compressing the stent against the vessel wall with the deployment of another company's stent. No add'l event or patient info is available.